Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2020, the patient was hospitalized due to several falls and pain. Patient remained hospitalized for four days and physicians were investigating a possible back injury secondary to the fall. Patient was on duopa but had temporarily stopped due to circumstances. It was reported the patient had free air in the stomach. The physician was unsure if the air in the stomach was due to the peg j placement or due to a result of one of the falls which could have caused the peg tube to move a little. The physician had stated air in the stomach was normal and would resolve on its own.